Manufacturer narrative:
Patient information was requested and was not provided. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device beeped, 3 relays clicked, blank display; the device stopped functioning. Technical support advised the customer to disconnect the battery and the device had the same problem. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the field service engineer (fse) evaluated the device and noted the fault light which were not definitive, the fse replaced the main pcb and vga pcb to resolve this issue.

Manufacturer narrative:
This customer returned main board was tested with no failures identified.